Manufacturer narrative:
Philips service corrected the controller issue, rebooted the system, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that geometry movements unavailable due to bolus chase controller issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.